Manufacturer narrative:
Multiple attempts were made for additional information. No additional information is available at this time. As of today, our investigation is complete. If additional becomes available, this report will be updated.

Event description:
Boston scientific crm received information that the patient with this implantable cardioverter defibrillator (ICD) had reported feeling dizzy and stressed out. Also mentioned that in the evening they awoke and were unsure if they passed out or not. The patient was concerned that the device programming could have been altered due to airport wand placement over the device. Technical services (ts) discussed magnetic interfering and its affects on the device. It is unknown whether or not this patient truly experienced a syncopal episode and whether or not it was related to the functionality of our product.